Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One 3i t3 non-platform switched tapered implant 4 x 13 mm (bost413) was returned for investigation. Visual inspection of the returned product identified that the implant is heavily worn from use, and appears to be trephined based on the large amount of bone tissue attached. The product matched print specifications where measured against drawing specification. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instsm rev d 02/16; page 2; potential adverse events and precautions the complainant reported that the patient suffered bone loss. The complaint could not be verified. A root cause for this complaint could not be determined. (B)(4).

Event description:
It was reported that the patient an immediate implant in site #22. The patient had bone loss that was refractory to correction. Implant was removed and one placed at 20/21 position in its place for denture anchor.